Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a vibrate anomaly on their insulin pump. Customer stated their insulin pump does not beep or vibrate. Troubleshooting found the insulin pump passed a self test. Troubleshooting was able to verify the insulin pump was able to vibrate. The customer's blood glucose was unknown. No additional information provided.